Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure the anvil was bent and the jaws would not close after one firing. The device had a green cartridge. The case was completed with another device of the same product code. There were no patient consequences reported and the case time was not extended. No additional information was available.